Event description:
It was reported that approximately a month after this insertable cardiac monitor (icm) was implanted the device was explanted due to discomfort. A new device was implanted in a new location. No additional adverse patient effects were reported.